Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-pl and non-boston scientific right ventricular (rv) lead exhibited pace impedance measurement high out of range greater than 2000 ohms in bipolar configuration. Patient trending indicated periodic excursions and what appeared to be a spring contact issue. Technical services (ts) discussed troubleshooting and programming options. The device was reprogrammed back to unipolar configuration for optimization, with no noise or out of range measurements. There was no adverse patient effects reported. The device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).